Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed a broken drive shaft beginning 26 cm from the distal end of the connector shaft with part of the imaging core not returned for analysis. Microscopic inspection revealed the imaging window was detached. An impedance test showed an electrical open at the proximal end of the catheter. Media provided by the site showed evidence of poor image.

Event description:
Reportable based on device analysis completed on 24nov2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion located in the left anterior descending artery, but the image turned black. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.